Event description:
The product complaint report shows the customer alleged that moisture was found in the exhalation flow sensor and that the filter heater was inoperative due to a broken plug. The hospital biomed phoned his nellcor puritan bennett customer support engineer (npb cse) who in turn sent the hospital biomed a new exhalation flow sensor and heater. The heater malfunctioned due to abuse which caused the exhalation flow sensor to malfunction. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The eval found residual cleaner/disinfected on the filter heater. The flow sensor had water contamination. Both issues are user/operator controlled.